Manufacturer narrative:
Attempts were made to obtain further information regarding the patient and event date. To date no further details have been received.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The customer was contacted by phone and e-mail requesting for patient information and event date.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use on patient, but there was no patient harm reported.